Event description:
Account reports leaking at filter of tpn set on a pt. This was noted at 5am after infusing through the night. Pt awoke and family member found the bed to be wet. Connections were checked and leaking was noted at the filter. Rn from agency changed the set and infusion continued for "few hours". After a few hours pump alarmed downstream occlusion. Unable to flush. Pt transported to hosp for flushing and opening of central line.